Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the pt suffered serious bodily injuries, including, but not limited to infection, extreme pelvic pain, extrusion and erosion, bleeding, pain during intercourse and other injuries.